Event description:
Customer reported that a patient underwent a carotid endarterectomy with bovine graft placement. The patient lost blood pressure and began bleeding out the surgical site during transport to the recovery room. The patient was returned to surgery to repair. The surgeon reports that the suture appeared broken along one strand of a running stitch.

Manufacturer narrative:
Date sent to the FDA: 05/08/2009. The actual device associated with this event is not known. Customer reports the following possible products: lot: bap158, mfg: 2009, exp: 2014. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.